Event description:
The ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a failure related to the oxygen blending module was observed. The oxygen blending module board and oxygen blender flow element were replaced to address the issue.